Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that insulin pump had was beeping. Customer¿s blood glucose was 126 mg/dl at the time of incident. Customer stated buttons were neither pressed nor accidentally pressed. Troubleshooting was performed for beep anomaly. Customer reports the notification light was not blinking. Customer states there was nothing nearby that beeps. The insulin pump will not be returned for analysis.